Manufacturer narrative:
A review of the manufacturing paperwork has not been conducted. The lot number for the unk device was requested, however, this was not provided to gore. A review of the manufacturing records for the unk device has been unable to be conducted. It was reported to gore that aneurysm enlargement was due to type ii endoleak. Additional information along with images of the event were requested, however, were not made available to gore. According to the gore excluder aaa endoprosthesis instructions for use (IFU), type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Available information does not indicate any evidence that the device contributed to the observed type ii endoleak. According to the IFU adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement.

Event description:
On (B) (6), 2006, the pt was implanted with a gore excluder aaa endoprosthesis (unk) to treat an abdominal aortic aneurysm. The pt tolerated the procedure. On (B) (6), 2008, a computed tomography (CT) scan showed aneurysm enlargement. On (B) (6), 2008, a CT confirmed a type ii endoleak from lumbar vessels. On (B) (6), 2008, the pt underwent a successful secondary procedure to embolize the lumbar vessels. On (B) (6), 2010, follow-up CT revealed aneurysm enlargement and a type ii endoleak. The pt is doing fine. The physician is monitoring the pt.